Manufacturer narrative:
(B)(4). Date sent: 11/25/2024. Additional information was requested, and the following was obtained: can you please provide product code of devices used? What is meant by "device malfunctioned"? How was the procedure was completed in the open approach? Was the procedure laparotomy or trans-vaginally? How was the patient¿s post-operative care altered due to the issues that occurred in the procedure? Is either device available for return? There is no more information that I can provide other than what I have already provided.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide product code of devices used? What is meant by "device malfunctioned"? How was the procedure was completed in the open approach? Was the procedure laparotomy or trans-vaginally? How was the patient¿s post-operative care altered due to the issues that occurred in the procedure? Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during laparoscopic assisted vaginal hysterectomy, the doctor was working on taking down structures and the device malfunctioned. A second device was opened and used with the same results. It was then determined to abort the laparoscopic portion and open the patient.